Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration/ malposition, migration of essure device location of device: unknown, doctor explored abdomen and was unable to locate coils/ failure to occlude (close) fallopian tube(s)") in an adult female patient who had essure (batch no. D15683, d18663) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included grand multiparity. On (B)(6) 2016, the patient had essure inserted. In (B)(6), the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced pelvic pain ("pain"). The patient was treated with surgery (surgery to remove the essure, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation and pelvic pain to be related to essure. Diagnostic results: in (B)(6) 2016, transvaginal ultrasound (tvu) result was failure to occlude (close) fallopian tubes, migration of essure device. On (B)(6) 2016: patient underwent essure confirmation test: hysterosalphingogram. Finding: uterine cavity is reasonably identified with the minimal bicornate uterus. Right fallopian tube identified, free spillage of contrast material identified from right fallopian tubes. Right essure, appears to be not located in the right fallopian tube and appears to be located in the peritoneal cavity. Left fallopian tubes appears to be occluded by left essure and no spillage from left fallopian tube. Impression: right fallopian tube identified, free spillage of contrast material identified from right fallopian tubes right essure appears to be not located in the right fallopian tube and appears to be located in the peritoneal cavity . Left fallopian tubes appears to be occluded by left essure and no spillage from left fallopian tube. On (B)(6) 2017: preoperative diagnosis :previous essure successful ,hysterosalphingogram consistent with right tube patent and essure coil in pelvis. Postoperative diagnosis : previous essure successful , hysterosalphingogram consistent with right tube patent and essure coil in pelvis. Intracavitary uterine septum and hysteroscope. Procedure performed :laparoscopy , bilateral salpingectomy and hysteroscopy. Most recent follow-up information incorporated above includes: on 2-oct-2018: medical record received. Reporter information was updated. Lot no. Was added. Historical condition was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration/ malposition, migration of essure device location of device: unknown, doctor explored abdomen and was unable to locate coils/ failure to occlude (close) fallopian tube(s)") in an adult female patient who had essure (batch no. D15683-inv, d18663-inv, d10663) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included grand multiparity. In 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain ("pain"). On an unknown date, the patient experienced groin pain ("groin pain") and abdominal pain ("abdomen pain"). The patient was treated with surgery (surgery to remove the essure, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, groin pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, device dislocation, groin pain and pelvic pain to be related to essure. The reporter commented: discrepancy noted as per previous follow up: (B)(6) 2016 also as per pfs essure removal date: (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2016: failure to occlude (close) fallopian tubes. In (B)(6) 2016, transvaginal ultrasound (tvu) result was failure to occlude (close). Fallopian tubes, migration of essure device. On (B)(6) 2016: patient underwent essure confirmation test: hysterosalphingogram. Finding: uterine cavity is reasonably identified with the minimal bicornate uterus. Right fallopian tube identified, free spillage of contrast material identified from right fallopian tubes. Right essure, appears to be not located in the right fallopian tube and appears to be located in the peritoneal cavity. Left fallopian tubes appears to be occluded by left essure and no spillage from left fallopian tube. Impression: right fallopian tube identified, free spillage of contrast material identified from right fallopian tubes right essure appears to be not located in the right fallopian tube and appears to be located in the peritoneal cavity . Left fallopian tubes appears to be occluded by left essure and no spillage from left fallopian tube. On (B)(6) 2017: preoperative diagnosis :previous essure successful ,hysterosalphingogram consistent with right tube patent and essure coil in pelvis. Postoperative diagnosis : previous essure successful , hysterosalphingogram consistent with right tube patent and essure coil in pelvis intracavitary uterine septum and hysteroscope. Procedure performed :laparoscopy , bilateral salpingectomy and hysteroscopy. Most recent follow-up information incorporated above includes: on 8-oct-2018: plaintiff fact sheet received. Lot no added. Events added: groin pain and abdominal pain. Lab data was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration/ malposition, migration of essure device location of device: unknown, doctor explored abdomen and was unable to locate coils/ failure to occlude (close) fallopian tube(s)") in an adult female patient who had essure (batch no. D15683-inv, d18663-inv,d10663-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included grand multiparity. In 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain ("pain"). On an unknown date, the patient experienced groin pain ("groin pain") and abdominal pain ("abdomen pain"). The patient was treated with surgery (surgery to remove the essure, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, groin pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, device dislocation, groin pain and pelvic pain to be related to essure. The reporter commented: discrepancy noted as per previous follow up: (B)(6) 2016 also as per pfs essure removal date: (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: failure to occlude (close) fallopian tubes in (B)(6) 2016, transvaginal ultrasound (tvu) result was failure to occlude (close) fallopian tubes, migration of essure device. On (B)(6) 2016: patient underwent essure confirmation test: hysterosalphingogram. Finding: uterine cavity is reasonably identified with the minimal bicornate uterus. Right fallopian tube identified, free spillage of contrast material ldentified from right fallopian tubes.right essure, appears to be not located in the right fallopian tube and appears to be located in the peritoneal cavity. Left fallopian tubes appears to be occluded by left essure and no spillage from left fallopian tube. Impression: right fallopian tube identified, free spillage of contrast material identified from right fallopian tubes right essure appears to be not located in the right fallopian tube and appears to be located in the peritoneal cavity . Left fallopian tubes appears to be occluded by left essure and no spillage from left fallopian tube. On (B)(6) 2017: preoperative diagnosis :previous essure successful ,hysterosalphingogram consistent with right tube patent and essure coil in pelvis. Postoperative diagnosis : 1. Previous essure successful , hysterosalphingogram consistent with right tube patent and essure coil in pelvis 2.intracavitary uterine septum and hysteroscope. Procedure performed :laparoscopy , bilateral salpingectomy and hysteroscopy. Most recent follow-up information incorporated above includes: on 18-oct-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration/ malposition, migration of essure device location of device: unknown, doctor explored abdomen and was unable to locate coils/ failure to occlude (close) fallopian tube(s)") in an adult female patient who had essure (batch no. D15683-inv, d18663-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included grand multiparity. In 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain ("pain"). The patient was treated with surgery (surgery to remove the essure, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation and pelvic pain to be related to essure. Diagnostic results: in (B)(6) 2016, transvaginal ultrasound (tvu) result was failure to occlude (close) fallopian tubes, migration of essure device. On (B)(6) 2016: patient underwent essure confirmation test: hysterosalphingogram. Finding: uterine cavity is reasonably identified with the minimal bicornate uterus. Right fallopian tube identified, free spillage of contrast material identified from right fallopian tubes. Right essure, appears to be not located in the right fallopian tube and appears to be located in the peritoneal cavity. Left fallopian tubes appears to be occluded by left essure and no spillage from left fallopian tube. Impression: right fallopian tube identified, free spillage of contrast material identified from right fallopian tubes right essure appears to be not located in the right fallopian tube and appears to be located in the peritoneal cavity . Left fallopian tubes appears to be occluded by left essure and no spillage from left fallopian tube. On (B)(6) 2017: preoperative diagnosis :previous essure successful ,hysterosalphingogram consistent with right tube patent and essure coil in pelvis. Postoperative diagnosis : 1. Previous essure successful , hysterosalphingogram consistent with right tube patent and essure coil in pelvis 2.intracavitary uterine septum and hysteroscope. Procedure performed :laparoscopy , bilateral salpingectomy and hysteroscopy. Most recent follow-up information incorporated above includes: on 9-oct-2018: update of information (batch is not valid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (surgery to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.